Manufacturer narrative:
The investigation for the stroke and atrial fibrillation has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke and atrial fibrillation could not be determined. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ a.1 revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26135. D.1 revised brand name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26135. D.4 revised model number, catalog number, lot number, serial number and unique identifier (UDI) # as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26135. E.1 revised first and last name as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26135. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26135 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.4 revised device manufacture date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26135. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2025-26135 and were added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and during support, a computerized tomography was performed showing an acute cerebellum infarct. It was reported that the patient went into atrial fibrillation requiring amio bolus and an a IV drip. Prior to event, patient had been sub therapeutic on heparin according to partial thromboplastin time. Additionally on support, it was noted the patient a small hemorrhagic right parietal lobe infarct following the known ischemic right cerebral event. The procedural outcome was the patient survived surgery.